Manufacturer narrative:
The actual device was not available; however, three photographs were provided for evaluation. The inspection of the photographs observed a maceration in the union of the tube with female luer pivot. The breakage can be associated to pvc maceration caused by excessive amount of cyclohexanone applied when gluing the output of the heparin line to the cartridge. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the beginning of a dialysis treatment with a gambro cartridge set, an external blood leak was observed from the end of the heparin line. The volume of the blood loss was not reported. The extracorporeal blood volume was returned to the patient. The treatment was disconnected and restated with the replacement of the blood lines. There was no patient injury or medical intervention associated with this event. No additional information is available.